Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Cause of low bg was unknown. Reportedly customer suspended insulin delivery and consumed carbohydrates to address the issue. Review of pump data by tandem technical support, confirmed that pump was operating as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Bg cause was due to the pump delivering insulin when body did not need it. Reportedly customer turned off insulin delivery and consumed carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.